Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis and picture was also provided. Visual inspection was performed, and cut was noted in tube. During functional testing, the sample was filled whit 100 ml of colored water using a syringe to detect any leakage. A leak was detected; the sample unit present a leak due a cut. Based on the visual inspection and functional testing, the reported nonconformance is confirmed.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that leakage of medical fluid from the product was observed when the product was in use. The customer claimed this event was caused by a tear in the medication bag. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.